Event description:
Noted to be leaking when trying to flush. Catheter inserted with usg (B)(6) 2014. Tip located lower third of svc 40 cm in. The leak presented 14 days post insertion, used for tpn.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a supplemental report will be submitted.